Event description:
It was reported that a multi-rate infusor was observed with a no flow. This occurred during priming of the device. The reporter stated that all the flow rate settings and a force prime were unsuccessfully attempted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 13g067 was manufactured july 28, 2013 - july 29, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was determined to be air bubbles inside the glass capillary. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for evaluation containing approximately 300 ml of fluid in the bladder. Visual inspection identified that solution was not flowing from the distal luer of the device. A force prime was attempted, but flow was still not observed. The microscopic inspection of the flow restrictor identified air bubbles in the lumen of the glass capillary located inside of the flow restrictor housing. The initial evaluation confirmed the reported condition. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.